Event description:
Pt undergoing right microvascular decompression of the right trigeminal. After making the bur hole, the perforator was noted to have continued into the dura instead of stopping automatically. Pt sustained dural laceration and laceration of the wall of the transverse sinus.